Event description:
A report was received that the patient had turned over dislocating the lead and the anchor disconnected and tore in two parts. The patient was experiencing inadequate stimulation and pain in the back when the stimulation was increased. The physician explanted the anchor, repositioned the lead, and added a new clik anchor. The patient was receiving adequate stimulation following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50, serial#: (B)(4), model description:linear 3-4 lead 50cm the explanted clik anchor was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.